Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus was explanted and another aus device with an additional cuff was implanted.

Event description:
It was reported the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus was explanted and another aus device with an additional cuff was implanted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device evaluation and coding provided in event description and evaluation result and conclusion codes.